Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was chipped and cracked, the bottom case had seal damage, and the pump had a counterfeit blue supercap. There was a reverse course error- check clutch in the manual history. Unable to download the event history log (ehl) because of a unable to utilize data set error during download procedure. The customer stated problem could not be verified after multiple flow and occlusion tests. The initial occurrence of the customer reported invalid timestamp was cause by the customer's use of counterfeit electronic components to repair their main board. The repeated occurrence of invalid time stamp was caused by the customer's use of an outdated software revision and unable to determine with certainty, but likely the customer did not perform the occlusion testing properly. The root cause was customer induced via the customer's use of outdated software and via the customer?s use of unapproved / counterfeit components to repair their pumps. Replaced the main board and clutch half's left and right with leadscrew and spring as a preventative measure. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a travel course error-check clutch and software issues (invalid time stamp). No patient injury was reported.